Event description:
A surgeon reported during a procedure there was "poor cutting of the cutter". Surgery ws completed using an alternate product with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for evaluation. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not been identified. (B)(4).